Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred at the l5 vertebral level as a lead was being implanted. A blood patch was performed and the procedure was completed. Postoperatively, the patient experienced a headache which later resolved.